Event description:
A patient reported experiencing inaccurate low results with a sure step enhanced meter. The patient's blood glucose results were 42mg/dl, 116mg/dl. Tests were done within 10 minutes with a difference of 66mg/dl. Patient did not experience any adverse events. No further information has been reported.